Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the receiving inspection report for (B)(4), lot number 82884995, identified no relevant deviations or anomalies. Heraeus batch record review indicates there were no quality deviations, no change notifications, and no corrective or preventive actions. All verifications, inspections, and tests were successfully completed. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. Per heraeus, the root cause of the reported event is "presumably a result of incorrect preparation due to professionals" with a potential explanation as "inadequate waiting time/mixing". The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Discarded by user.

Event description:
It was reported that when preparing cement for implant fixation, nurse was unhappy with the powder clumping in the cement mixer. There were visible pockets of unmixed powder, even after she had followed the mixing protocol. They tried to use the cable tensioner to tighten the cable. It didn't work, so they switched to the other cable tensioner. The product has been scrapped; an alternate product was used in the event. It was reported that there was no patient harm/injury associated with the report and an alternate device was retrieved for use. The event was identified after the scrub nurse mixed the powder and liquid for the recommended amount of time, and there was still unmixed powder clumped together in the mixer. No adverse events were reported as a result of this malfunction.